Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-jan-2022 / serial or lot#: (B)(6) UDI #:(B)(4) device evaluation anticipated, but not yet begun h4: mfg date: 20-jan-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-jul-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-jul-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries were involved with the loss of power. One battery was noted to be not charging and the other battery was noted to have a cycle count greater than 500.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: two batteries (B)(6) were returned for evaluation. The controller (B)(6) was not returned. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing; the battery was able to adequately charge and provide power to a test controller with no anomalies observed. Of note, it was observed that (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. Failure analysis of(B)(6) revealed that the device passed visual inspection; functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. An internal inspection of both batteries did not reveal any anomalies. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on 21-feb-2023 at 14:11:00. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 75% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 7 seconds. No anomalies were observed leading up to the loss of power. Additionally, log file analysis did not reveal any power disconnect alarms within the analyzed period. As a result, the reported loss of power event, the reported battery not charging event, and the reported battery high cycle count events were confirmed. The reported power di sconnect alarm event could not be confirmed. The most likely root cause of (B)(6) high cycle count can be attributed to the battery reaching the end of its useful life. Based on the available information, a possible root cause of the controller loss of power can be attributed, but not limited, to a battery in an inoperable state, which prevents the battery from providing power, being connected to the controller, to a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the inoperable state of (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) was in scope of fa1265, which was initiated for batteries with electrical faults. Additional products: (B)(6) ¿ battery yes, return date: 08-may-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 (B)(6) ¿ battery yes, return date: 08-may-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient information, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect and an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.